Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing low blood glucose. Blood glucose levels were 40 mg/dl. Customer stated insulin pump no longer vibrating. Customer performed self test and vibration continues. Customer declined troubleshooting for low blood glucose. It was unknown whether the customer was using auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in device history file. Audio or vibrate anomaly or absence of alarm not confirmed. Pump error 63 not confirmed. (B)(4).